Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with the same device without delay. No adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted to the electrical components of the device.